Event description:
It was reported that the right atrial (ra) lead exhibited noise consistent with insulation compromise and a atrial pacing lead impedance out of range <200 ohms. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).